Manufacturer narrative:
(B)(4). A visual examination of the returned uphold¿ lite and capio slim revealed that there was blood and tissue residue on the sleeves and mesh of the mesh assembly. The mesh is stretched and one leg of the mesh is torn and detached from the body of the mesh, blue dilator and sleeve. The torn piece of mesh was not returned. Both darts are missing from the dilators and were not returned. The suture on the blue dilator has a tool mark from the proximal end of the suture. The suture was most likely cut to facilitate removal of the device. The suture on the blue with white stripe dilator has a tool mark from the proximal end of the suture. The suture was most likely cut to facilitate removal of the device. Analysis revealed no damage to the capio slim suture capturing device. There was blood residue on the capio slim. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pfr vaginal support procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician had difficulty releasing the plastic sleeve from the mesh leg. The procedure was completed with a second uphold lite with capio slim. There were no patient complications reported as a result of this event. This event has been deemed reportable based on the investigation result: one leg of the mesh is torn and detached from the body of the mesh, blue dilator and sleeve. The torn piece of mesh was retrieved from inside the patient using the capio slim and separate suture.